Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient further explained that they had disconnected the transfer set and attempted to flush their own catheter using the pd bag. The patient was hospitalized for an unreported event one day prior to experiencing peritonitis. The patient was treated with levofloxacin (dose, frequency and route not reported) for the peritonitis. The patient had recovered from the reported event and was retrained on proper aseptic technique. Additional information was requested but is not available at this time.